Manufacturer narrative:
The insulin pump alarmed with motor error during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor (gold). The motor passed the motor test. The pump was unable to undergo the occlusion and excessive no delivery tests due to the motor error alarm and was unable to prime. The following cosmetic damage was also noted: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked lcd window, and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that she has been camping and her blood glucose has been really high. The patient's blood glucose at the time of incident was 339 mg/dl. Troubleshooting was initiated for the high blood glucose readings and to inspect the pump and its components for damage and functionality. The customer stated that she does not change the infusion set every two to three days, and she was advised about the potential harmful effects of that. The customer changed the infusion set and performed the high pressure test and the pump failed. The customer was advised to discontinue use of the pump and revert to back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.